Event description:
It was reported that the pump had a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several steps to resolve the issue, which included inspecting and cleaning components of the pump, and instructed the customer to follow on-screen instructions. The customer successfully completed the cartridge loading process and resumed insulin administration. No additional information was received regarding the outcome of the event.